Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal due to a sensor failure, he noticed that sensor wire remained inserted in his abdomen. Pt proceeded to pull sensor out of his skin without any additional complications.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.